Event description:
The customer reported that an erroneously elevated vitamin b12 (vb12) result was obtained on a patient sample when using reagent lot 300 on an atellica im 1300 analyzer. The initial result was not reported to the physician(s). The customer re-centrifuged the sample and repeated on an alternate atellica analyzer and obtained the same result of >2000 pg/ml. The sample was again repeated on an alternate dimension vista instrument and obtained a result, which was considered correct and reported to the physician(s). The customer then repeated the samples after resting the sample, the results of 202, 224 were obtained on the atellica analyzer and 156 on the dimension vista instrument. These results were for troubleshooting purposes only. There are no known reports of patient intervention or adverse health consequences due to event.

Manufacturer narrative:
A united states (us) customer reported that an erroneously elevated vitamin b12 (vb12) result was obtained on a patient sample on an atellica im 1300 analyzer. Quality control (qc) and calibration were within the acceptable range when the erroneous results were obtained. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2025-00187 on (B)(6) 2025. Additional information (17-oct-2025): siemens evaluated the instrument data, and the information provided by the customer. Quality control (qc) recovered within the laboratory established ranges on the event date. Reagent issues were ruled out based on quality control (qc) recovery and calibration were within acceptable ranges. No anomalies were reported in the other patient sample testing, which demonstrated that the analyzer was performing as expected. Based on the provided data, siemens determined that the cause of the discordant result was consistent with sample integrity or quality. The presence of cellular debris, due to improper sample handling, was a plausible factor contributing to the patient's elevated vb12 result(s), which normalized upon retesting after an extended time between the sample testing. A customer bulletin titled ¿preanalytical variation and specimen integrity,¿ will be issued to the customer to enhance their understanding of preanalytical factors that may influence assay performance. Return of the patient sample for further investigation was not warranted because reported discordant result was not reproducible. A product problem was not identified. The customer is operational. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.